Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 460 mg/dl at the time of the event and the customer was treated with hospitalization. Troubleshooting was performed and it was verified that pump was utilized within 48 hours of the event along with active automode feature. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 21-feb-2024 however, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 02/01/2024 00:48:42.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 02/01/2024 09:37:54.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 02/01/2024 09:40:27.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 02/01/2024 09:44:26.000 alarm alert notification fault number = no delivery (7) during bolus delivery. 02/01/2024 12:25:30.000 alarm alert notification fault number = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of 21-feb-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 21-feb-2024 listed on smartsolve. Dailytotalcollectionstarttime = 02/21/2024 00:00:00.000 dailytotalofallinsulindelivered = 14.2 dailytotalofbasalinsulindelivered = 14.2 dailytotalofbolusinsulindelivered = 0 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 21-feb-2024 in the formatted history file.  Sensor expired alert (794) was recorded and found in the formatted history file on: 02/17/2024 16:15:19.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: 02/18/2024 18:40:00.000 02/21/2024 12:29:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 02/18/2024 18:56:00.000 sg calibration error (776) was recorded and found in the formatted history file on: 02/15/2024 05:16:57.000 02/16/2024 00:46:08.000 02/16/2024 02:21:14.000 02/18/2024 21:26:27.000 02/21/2024 14:34:09.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer experienced symptoms such as feeling very sick during hospitalization.